Event description:
It was observed that during the device evaluation, the duodeno videoscope exhibited a burnt tip metal part. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the instrument was welded to the tip of the scope during a past procedure. However, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.